Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A one link microbore catheter extension set disconnected during an infusion which caused blood loss to the patient. The cause of the disconnection was reported to be due to the customer ¿not tightening the device properly at the hub¿. The nurse reported that they had taken the patient to radiology and during contrast injection, the extension set popped off from the catheter hub which caused the patient to bleed. The amount of blood loss was not specified. No further detail was provided regarding medical intervention or regarding the patient¿s outcome from the event. On an unreported date, a baxter sales representative provided a follow up in-service retraining with the facility. No additional information is available.